Event description:
During the self-test there is error code tf 9708

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during startup. The root cause was determined to be a defective motherboard. In consequence the vu motherboard was replaced (p/n msp159304). The u nit passed all tests and was then operational. There was no patient or user harm. Date: 20.06.2023 name: anthony burke